Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was inserted and severed the ileac artery. The case had to be converted to an open case once this occurred. It is unknown if the patient had a blood transfusion, but they had blood ready in case it was needed. The patient was taken to the ICU over the weekend and is now in stable condition. It is unknown where the device is at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device location unknown. (B)(6).